Event description:
End user reported that she could feel the springs through her 5185 innerspring mattress on her 5310ivc semi electric bed . User advised that they have been putting blankets on the mattress to cushion the springs but it is progressively getting worse.